Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm that was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1715k was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. However, on adapt download history review unit recorded three pump error 130 alarm 05/14/2022 and on 06/21/2025. Pump error 130 alarms recorded in pump history screen on june 21 at 1:05 pm. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors including motor flex connector were plugged in properly. Motor was tested outside the device and passed. No moisture damage on motor assembly or electronic assembly during deconstructive analysis. Unit was received with pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, scratched case, cracked keypad overlay at select button and stained keypad overlay. In conclusion, no pump error alarm 130 was noted during testing. No motor error alarms during testing. Motor was tested outside the device and passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.